Event description:
It was reported that catheter fracture occurred. The target lesion was located in right iliac artery. A 150/30 renegade stc-18 was selected for use in abdominal aortic aneurysm. During unpacking, it was noted that the catheter was fractured. The catheter surface was flushed and the carrier tube was hydrated a few seconds prior to removing the device from the carrier tube. There was no resistance felt during removal of the catheter from the carrier tube. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade stc catheter in two pieces. The device was returned in the hoop. The hoop was flushed in order to remove the device for analysis. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed a complete shaft separation located 45.4cm from the strain relief. Inspection of the rest of the device found no other damage or irregularities. The reported fracture was confirmed.

Event description:
It was reported that catheter fracture occurred. The target lesion was located in right iliac artery. A 150/30 renegade stc-18 was selected for use in abdominal aortic aneurysm. During unpacking, it was noted that the catheter was fractured. The catheter surface was flushed and the carrier tube was hydrated a few seconds prior to removing the device from the carrier tube. There was no resistance felt during removal of the catheter from the carrier tube. The procedure was completed with another of the same device. No patient complications were reported.